Manufacturer narrative:
The patient was switched to hemodialysis (previously reported as actions with peritoneal dialysis therapy not reported). The nurse reported that the patient did no experience a peritonitis, but instead suffered from significant diarrhea. There was no effluent infection. The patient was not treated with antibiotics. Baxter disposable is no longer a suspect in this reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment, action with pd therapy and patient outcome were not reported. No additional information is available.